Event description:
On 12/29/1999 the fire dept emergency team responded to a call involving pt who had attempted suicide. It was reported that the pt was breathless and pulseless when the emergency team arrived. CPR was already in progress. It is not known how long the pt was down prior to the arrival of the team. The pt was immediately hooked up to a physio control life pak 12 monitor and pt's initial reading was idioventricular (slow ventricular rhythm). Emergency medical system was able to establish an IV for atropine and the pt was intubated. A rhythm was able to be obtained for a short time when the monitor gave a "lead off" message. The emergency team changed to a different set of r2 pads and received the same error message. When paramedics attempted external pacing, the life pak 12 would not function and the pt was not able to be paced. The pt died later that same evening. It was reported that "(the equipment) was not a contributing factor in the death."